Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system (cx 5 delta) generated erratic chloride results. Customer reported that they had to run the level 3 control three times to get the results in range. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) advised the customer to adjust the e-cam tubing and clean the chloride electrode tip. Cts advised the customer to run precision test on level 3 control after the repair. Customer reported that precision level 3 control results were within specifications after the repair. To date, customer has not reported to bec on any further issues with the chloride results.